Event description:
It was reported that the customer had a weak battery alarm on th insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the aaa (B)(6) batteries are most effective for insulin pump use. The customer was advised that we will replaced battery cap to rule out the possibilities of battery cap issues. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.